Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
It was reported through the implant patient registry (ipr) that 2 years after implantation in the aortic position, the 26mm sapien xt valve was explanted and replaced with a 23mm magna valve.

Manufacturer narrative:
Event problem codes and evaluation codes were updated based on the additional information received. Additional information was provided by the facility nurse: the patient was reported to be quite ill. It was reported that the patient had stage iii end stage kidney disease, with extensive valve disease status post repair. The patient had a sapien xt tavr procedure in 2014. Two (2) years after the tavr procedure, the patient was admitted with chf symptoms. An echo performed diagnosed the patient with severe mitral regurgitation, moderate to severe tricuspid regurgitation and moderate to severe xt paravalvular leak (pvl). Later in the year the patient received a surgical valve in the mitral position. It was a requirement that the aortic valve be removed in order to safety implant the surgical mitral valve. Since the mitral valve was being surgically repaired the aortic valve was repaired with a surgical valve at the same time. While there was noted moderate to severe pvl, the chf was not attributed to the aortic valve, and the surgery was specific for the replacement of the valve in the mitral position. Additionally, the patient was noted to have expired two days after the procedure due to metabolic acidosis, this was likely related to the patient¿s progressive kidney disease and patient¿s pre-existing comorbidities. There was no allegation that the death was related to the xt valve replacement surgery, or an injury related to the explant of the xt valve. Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, the cause for the worsening pvl cannot be determined; however, it may be related to cardiac remodeling or progression of disease process. In addition, the patient¿s medical conditions (chronic kidney disease stage 3, s/p mitral repair, s/p tricuspid repair) may have contributed to the event. There was no allegation or indication of a device malfunction. Due to the unique nature of the explant, and reported pvl, this case is being conservatively captured and reported. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.